Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high pace impedance measurement of 1940 ohms. Noise was also noted on the electrogram (egm). As a result, the lead was surgically abandoned and replaced. There were no additional adverse patient effects.